Event description:
The reporter stated the surgeon inserted a visian icl and noted a white cloudy substance on the icl at the time of insertion. The icl was immediately removed and the back-up icl was implanted without incident. Additional info has been requested but none has been forthcoming. If additional info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
White cloudy substance on lens.